Manufacturer narrative:
External insulation abrasion was noted at 9.7-9.8 cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and insulation damage.

Event description:
It was reported that noise was observed via remote transmission. The patient was asymptomatic. During the explant procedure, insulation damage was noted on the lead. The lead was explanted and replaced. The patient was stable post procedure and will continue to be monitored.